Manufacturer narrative:
H3, h6) the product ID: bi71000225, lot number: s1648wau rev. R, was returned to the manufacturer for analysis. In summary, no faults were found. The standalone printed circuit board (pcb) passed visual inspection and bench test. All light emitting diodes (leds) functioned as normal and the fans operated correctly. The pcb was installed into a test imaging system and the system booted and readied on each power cycle. Two-dimensional (2d) and three-dimensional (3d) images were acquired without any issues while under test. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000225 pcba genrtr isol kit svc 02 bi71000523 k1 relay h3) onsite functional and visual examination was performed by a manufacturer representative. The pcba and relay were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was "not thinking and reported the same issue as last time." Technical services (ts) noted that the last two reported events were that the system was unable to expose and the caller stated that was correct but had limited details. There was no patient involvement.